Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up, high pacing thresholds were exhibited with this right ventricular lead. Subsequently, the lead was explanted and replaced with another lead of same model type. The explanted lead is intended to be returned for analysis: no resulting adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical any lead characteristics that would have caused or contributed to the reported observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify clinical observations.